Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by a sales representative via (B)(4) that a 36 univers revers ca humeral head adapter and a ca humeral head disengaged from an ar-9502f-39cpc arthrex univers revers suturecup and humeral stem. Then, the 36 univers revers ca humeral head adapter and the ca humeral head could not be taken apart. Sizing was thought to be an issue, so the surgeon attempted to engage a 39 suturecup and an ar-9502-39arca 39 humeral head adapter on the back table, but they kept coming apart. The case was completed using a 36 humeral head adapter. This was discovered during an rtsa procedure on (B)(6) 2025. This issue added an additional hour and a half to the case which already needed a time limit due to the patient's health and was at a higher risk for surgery. At this time, it is unknown if additional anesthesia was administered. Additional information was received on 3/31/2025: the sales representative provided the part number: ar-9501-10p for the arthrex univers revers humeral stem, ar-9550-19rca for the arthrex univers revers ca humeral head, and ar-9556-22rca univers revers ca humeral head. The ar-9501-10p for the arthrex univers revers humeral stem was not exchanged and was the same to complete the case. Additional anesthesia, more than what the anesthesiologist had allowed initially, was administer to the patient due to the hour and a half case delay. The patient is doing well postoperatively, however, has not started range of motion. Additional information requested on 4/14/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error due to the wrong insertion/engagement of the device.